Event description:
It was reported that on (B)(6) 2024, a 30-25mm amplatzer talisman pfo occluder was selected for implant. During the implant procedure, it was noted that the right atrial disk of the occluder presented in a spherical shape and didn't lie flat in the right atrium. The device was removed and replaced with another 30-25mm amplatzer talisman pfo occluder to resolve the event. There was no interaction with the cardiac structures nor angulation/kink noted in the delivery system. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device deformity was reported. The device was returned to abbott for investigation and met functional specifications when analyzed under non-physiological conditions. Information from the field indicated that there was no angulation or kink noticed in the delivery system or interaction with cardiac structures. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Image received from field appeared to show device in bulbous formation. The cause of the reported incident could not conclusively be determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.